Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to the customer site to assess system performance. While onsite, fse performed hardware diagnostic testing which demonstrated an issue with the peristaltic pump. Fse replaced the peristaltic pump. Fse also replaced aspirate probe guides. Fse then verified system performance by running system check, high sensitivity system check and quality control, all which returned results within specifications. In conclusion, the cause of this event is a hardware malfunction.

Event description:
On (B)(6) 2023 the customer reported they had multiple false elevated hstni results (access high sensitivity troponin I, part number b52699 and multiple lots affected) generated on their dxi (dxi 800 access immunoassay analyzer w/spot b, part number a71456 and serial number (B)(4)). The customer reported they had been getting erroneous elevated hstni results since (B)(6) 2022. Results were released from the laboratory. The customer reported one patient underwent a change to treatment in association with the erroneous elevated hstni results. The customer stated that one patient was administered heparin; however, the customer could not provide specific information regarding which patient was treated or when the event occurred. Customer did provide a list of approximately 30 patient results which spanned the time frame in question; however, customer did not know which patient result set was associated with the patient who was administered heparin. Customer could not provide any further information regarding change to patient treatment, patient management or outcome. Data provided by customer demonstrated passing calibrations and quality control was within specifications. Customer-provided system checks demonstrated one failing system check; however, subsequent system check test passed and no information was provided regarding any instrument interventions. The customer did not note any issues or concerns with potential carryover for this event. A beckman coulter field service engineer (fse) was dispatched to the customer site to assess system performance.